Event description:
On (B)(6) 2023 a patient underwent spinal surgery consisting of seaspine's coral and malibu posterior fixation systems. An MRI was performed an unknown time later after the patient reported pain. The 18-12-6550 solid polyaxial screw, 6.50mm x 50mm was observed to have fractured. A revision surgery was performed on (B)(6) 2024 and two 10-17-0001 locking screw assemblies were observed to be loose as well. It was not possible to remove the entire broken screw, so the surgeon left the embedded piece in the patient and inserted a new screw at a different trajectory. The screw, screw assemblies, and a 12-1040 precontoured rod, 5.5 x 40mm were explanted.

Manufacturer narrative:
No evaluation can be provided as the product has not been received for investigation. No definitive root cause could be established. Possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain pain, discomfort, or abnormal sensations due to the presence of the device postoperative fracture due to trauma, defects, or poor bone stock.

Manufacturer narrative:
The 18-12-6550 solid polyaxial screw, 6.50mm x 50mm was returned and evaluated by the quality and product engineers. The screw shank fracture had a substantial vertical segment on one side of the cylinder. This indicates that one side of the thread experienced more stress after insertion into the pedicle. One locking cap showed evidence that final tightening may have not been achieved. If this occurred and the rod was able to slip in a medial/lateral rotation, more force would be applied perpendicular to the screw shank. Over time, the additional stress could have contributed to the fracture. Possible adverse events: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain, discomfort, or abnormal sensations due to the presence of the device postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On (B)(6) 2023, a patient underwent spinal surgery consisting of seaspine's coral and malibu posterior fixation systems. An MRI was performed an unknown time later after the patient reported pain. The 18-12-6550 solid polyaxial screw, 6.50mm x 50mm was observed to have fractured. A revision surgery was performed on (B)(6) 2024 and two 10-17-0001 locking screw assemblies were observed to be loose as well. It was not possible to remove the entire broken screw, so the surgeon left the embedded piece in the patient and inserted a new screw at a different trajectory. The screw, screw assemblies, and a 12-1040 precontoured rod, 5.5 x 40mm were explanted.